Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. Late in the afternoon, the cgm reading was 320 mg/dl, so the patient administered her usual 8 units of insulin plus an additional 4 units for the higher than expected cgm value. After dinner she passed out but regained consciousness within minutes. The husband called the paramedics who took her to the emergency room (ER) for observation. He did not remember the specific fingerstick or cgm values at the ER, but did remember there was a 50 point difference. He stated that she was discharged in the early morning hours of (B)(6), 2020 with 'a clean bill of health'. He believed that the readings were incorrect on the cgm; his wife gave herself too much insulin and it caused her to pass out. Later that morning the same cgm sensor displayed 'no signal' and the bg fingerstick was 142 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.